Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported pairing between pump and mobile is interrupted. Troubleshooting was performed and was assisted to force close and re-launch the minimed app, the issue was resolved. The pairing was successful. It was reported that customer still could not upload reports. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the app. The product will not be returned for analysis.